Manufacturer narrative:
Additional information was provided in a1, a2, a3.a, b3, b5 and d11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that 2 scratches on the iol, midperipheral. The lens remained in the eye.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, iols are getting scratched by the cartridge. The scratches occurred in three consecutive patients with cartridges from the same, and the scratch was always in exactly the same spot, where we do not touch the lens with the lens forceps. There are three medical device reports associated with this report. This file is 1 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).